Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons were sticking, had delayed intermittent responses and required multiple button presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery. The up arrow, down arrow and ok button keys responded appropriately. There was evidence of contamination found under the up arrow, down arrow and ok key contacts.